Manufacturer narrative:
On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Product code corrected to jdi.

Event description:
It was reported that the surgeon was dissatisfied with the delayed dispatch of the implant. This is a supplemental report to 3004105610-2016-00116 (B)(4).

Manufacturer narrative:
An investigation is being performed. A supplemental will be submitted on completion of the investigation.

Event description:
It was reported that the surgeon was dissatisfied with the delayed dispatch of the implant. Ref: (B)(4).